Event description:
It was reported that the pump time and date were incorrect, causes were unknown. Customer reported a blood glucose level of 428 mg/dl. The customer corrected the time and date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.